Event description:
It was reported that the frame of a rollator snapped when the user went over a small ledge and fell . She received an MRI and x-rays on her hand and hip. After follow up, the user stated she sustained bruising and soreness from the event. No additional information is available.